Event description:
Report received from switzerland stating that the device needed service. During servicing, the device was found to have oil contamination/debris. It is know that the device was not being used during surgery; however, it is unk if there was any pt or user injury, medical intervention or surgical delay related to the event. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "oil contamination" could be confirmed. During service the device was found to have oil contamination/debris. If additional info become available a supplemental report will be submitted.